Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. During deployment the physician felt that the sheath had kinked. Following deployment it was noted that a small segment of the sheath had broken off. The pt was taken to surgery to remove the remaining piece of the sheath. No further info was provided regarding the removal of the sheath.